Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The alleged ¿gore-tex¿ mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh.¿these may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2019 whereby a gore dualmesh biomaterial was implanted. The complaint alleges that on (B)(6) 2022 and (B)(6) 2023, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: recurrence, pain, bowel obstruction, infection, multiple revisions. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2010: (B)(6) hospitals. (B)(6), md. Operative report. Pre and postoperative diagnosis: ventral incisional hernia. Procedure: laparoscopic repair ventral hernia [implant: ethicon]. Anesthesia: none. Estimated blood loss: none. Specimens: none. Wound classification: ¿clean.¿ findings: ¿there was good coverage of the hernia defect. There was omentum within it, but this was readily reduced. There was good hemostasis.¿ procedure: ¿after informed consent, was brought to the operative suite, placed supine, given anesthetics, sterilely prepped and draped, localized underneath the costal margin on the left-hand side in the lateral clavicular line. This was done after a time out to identify the patient, positing, and procedure. A nick was then made in the skin with a 15-blad and then utilizing 5-mm optiview, under direct visualization the port was directed into the abdomen and insufflated with co2 gas to a pressure of 15 mmhg. Two other ports were placed; a 5-mm port in the midlateral abdominal line, and then a third 5-mm port positioned in the lower abdominal quadrant to allow triangulation between the two ¿operative¿ or hand ports and the visualization or scope port. The omentum was then freed up from the hernia sac and a piece of physio mesh was cut to the appropriate size and this was placed into the abdomen. This was then secured with a protac staple circumferentially. After this was accomplished, I desufflated the abdomen used subcuticular monocryl on all port incisions which were then sealed with skin glue. Tolerated this well and went to recovery in stable condition.¿ implant sticker: ¿ethicon. Physiomesh .¿ implant preoperative complaints: (B)(6) 2019: (B)(6) hospital. (B)(6), md. CT abdomen pelvis: impression: ¿the lower abdominal wall hernia remains. Nontorsed small bowel loops that are nondilated are within it.¿ (B)(6) 2019: (B)(6) hospital. (B)(6), md. Progress note. History of present illness: ¿(B)(6) is a 57-year-old woman who has a large ventral hernia in the lower abdomen. This is actually not a midline incisional hernia, it is actually more off a little bit to the left of the midline. On the CT scan, it looks like it is coming through the abdominal rectus abdominis muscle in that area. She gets some local discomfort from the hernia when it is a protruding a lot, but she has had no bowel or bladder symptoms from it. The CT scan confirms that there are loops of bowel within the hernia and that the bladder is immediately adjacent. There were no other significant findings inside the abdomen. I had seen her back in 2017 for this same problem, but there was a death in the family and she never had surgery at that time so she comes in today because she would like to have the hernia fixed at this time. After examining her, I agree that the hernia is still present. It is about the same as it was 2 years ago and we will; therefore, get her scheduled to have repair of the hernia here in the near future.¿ physical examination: ¿abdomen: obese and soft¿ there is a lower abdominal hernia just above the suprapubic area. This hernia is reducible and the palpable defect is just to the left of the lower abdominal midline.¿ plan: ¿the plan; therefore, is to proceed with a lower abdominal ventral hernia repair. This will be done through an open incision. I told her that I would try to remove all of the old mesh if possible.¿ (B)(6) 2019: (B)(6) hospital. (B)(6), md. Indications: ¿this is a 57-year-old woman who I had seen in the office on several occasions. She had a rather unusual lower abdominal hernia, which was coming through the left rectus abdominus muscle below the umbilicus and actually just above the pubic area. This had been previously repaired with placement of mesh via a laparoscopic procedure. That repair apparently broke down and the patient suffered a recurrent hernia. It was a mildly symptomatic. Most days it did not bother her too much, but over time it appeared to be slowly enlarging and becoming more symptomatic. She wanted to have it repaired. CT scan was performed and did confirm a fairly large lower abdominal hernia containing loops of bowel. I saw her in the office. Risks, benefits, potential complications, and alternatives to the procedure were discussed with her in detail. She understood and wished to proceed.¿ implant procedure: abdominal wall herniorrhaphy with removal of old mesh and placement of new mesh. [Implant: gore dualmesh biomaterial, no pid]. Implant date: (B)(6) 2019 (hospitalization (B)(6) 2019). (B)(6) 2019: (B)(6) hospital. (B)(6), md. Pre and postoperative diagnosis: recurrent lower abdominal hernia. Anesthesia: general. Estimated blood loss: 100 ml. Wound classification: ¿it was a clean case.¿ findings: ¿the defect was fairly well defined although the borders of the defect did not consist of strong well defined fascial layers. Since this was coming through the rectus abdominis muscle, basically the borders consisted of anterior and posterior rectus sheath. I was able to remove most of the old mesh, although there was a little bit left behind. The hernia was repaired by placing new mesh, which was gore-tex and then closing the anterior rectus sheath fascia over the mesh. It appeared to be an adequate repair.¿ procedure: ¿the patient was brought to the operating room and placed on the table in a supine position. General endotracheal was induced by (B)(6), crna. A foley catheter was placed. The abdomen was then prepped both with chlorhexidine and betadine and then draped in a sterile fashion including placement of an ioban sheet. A 1% plain lidocaine was injected for local anesthesia. A vertical incision was made directly over the hernia, which was slightly to the left of the midline just above the symphysis pubis area and over the most prominent portion of the hernia. The incision was carried down into the subcutaneous tissue. We dissected down onto the surface of the fascia. We then cleaned off subcutaneous fat from the anterior rectus fascia, which was bulging outward consistent with a hernia. We cleaned this off back to what appeared to be the borders of the protruding tissue. This anterior rectus fascia was then opened and we identified the hernia sac as well as some old mesh. The mesh had been sutured into position with helical spring like connectors and we removed as many of these as we could see as well. After I had the hernia defect fairly well defined and the anterior rectus sheath was opened, we dissected the internal abdominal contents off of the hernia sac. This was basically just omental and some preperitoneal fat. Initially, I did see some loops of bowel, but these were reduced into the abdominal cavity as they were not adherent and then they were basically not seen again. Once I was satisfied that we had the inside portion of the hernia sac dissected free from all adherent tissue, we then also dissected away as much of the old mesh as we could. As I said, we removed the vast majority of it. There was perhaps 10% of the mesh still left in place on the inferior most aspect down at the brim of the pelvis. This mesh was removed and placed in formalin and sent for pathologic examination. Also, a portion of the hernia sac was excised and also sent for pathologic examination. We then cut a piece of gore-tex mesh to the proper size and this was sutured to the inside surface of the abdominal wall, which basically meant it was sutured to the posterior rectus sheath. I took very large bites so that there would be good bites into the fascial tissue of the posterior rectus sheath and the fascial tissue lateral to the posterior rectus sheath. This did seem to secure the gore-tex mesh in a fairly good position. The gore-tex mesh was sutured around its periphery with a running #0 prolene suture. Once the mesh was completely sutured in place, it was tested and found to be fairly secure. The wound area was then irrigated with some warm sterile saline for irrigation. We then had the rectus muscle and the anterior rectus sheath still open and this layer was also closed with large bites using #1 prolene interrupted suture and #1 pds running suture. This did seem to create a nice double-layer closure with the mesh on the inside and thick bites of anterior rectus sheath closure superficial to the mesh. We irrigated the wound again. There was no ongoing bleeding. I did not think a drain would be necessary. The wound was then closed at the skin level with #4-0 vicryl subcutaneous and steel clips in the skin. A sterile dressing was applied to the wound. The patient was awakened and extubated in the operating room and taken back to the recovery area in satisfactory condition.¿ (B)(6) 2019: (B)(6) hospital. Billing record: ¿gortex mesh lg.¿ implant sticker: pid was not provided. (B)(6) 2019: (B)(6) hospital. (B)(6), md. Pathology: final diagnosis: ¿a. Hernia sac, portion of ventral hernia. Mesothelial-line dense fibromembranous tissue consistent with hernia sac. B. Mesh, from previous hernia site. Mesh with dense fibrosis and histiocytic reaction.¿ gross description: ¿a) received in formalin, labeled with the patient name and ¿1) portion of ventral hernia sac¿, 7.5 x 4.0 x 0.7 cm piece of tan-brown fibromembranous tissue. The specimen displays one smooth, glistening side and one dull ragged side, and a scant amount of attached yellow adipose tissue. The specimen is serially sectioned and representative sections are submitted in al. B) received in formalin, labeled with the patient name and ¿2) mesh from previous hernia repair¿, is a 6.2 x 4.5 x 1.0 cm portion of surgical mesh, admixed with tan-brown fibromembranous tissue and yellow lobular adipose tissue. The specimen is serially sectioned and representative sections are submitted in b1.¿ (B)(6) 2019: (B)(6) hospital. (B)(6), md. Discharge summary. Hospital course: ¿the patient was admitted to the hospital on (B)(6) 2019. On that day, she underwent repair of recurrent ventral hernia with removal of old mesh and placement of new mesh. She tolerated the procedure very well. Postoperatively, she actually did quite well. She was able to take liquids on the day of surgery and her diet was advanced fairly quickly. Her vital signs remained normal. She had no chest or severe abdominal pain, just some incisional pain. She had no shortness of breath. Her pulse oximetry readings and her vital signs remained good. Her urine output, likewise, was very good. She was able to be discharged to home on postop day #2 in satisfactory.¿ instructions: ¿follow up with me in 3 days. Follow up with dr. (B)(6) for staple removal next week.¿ relevant medical information: (B)(6) 2019: (B)(6) hospital. (B)(6). Md. Progress note: history of present illness: ¿(B)(6) is a 57-year-old woman who comes back for a postop check. She had a fairly complicated abdominal wall hernia repair last friday, which was 6 days ago. She comes in just for a postop check. Since I will be gone next week, I asked her you come in to have a postop visit. She says that she is doing well. She seems to be having a little more pain now than she was for the first day or two, but it is not severe and the pain medicine is effective in relieving the pain. She has had no fever. There has been no exudate from the wound. She is eating well. Bowel and bladder function are good.¿ physical exam: ¿abdomen: examination shows that the wound looks very good. There is a little bit of swelling and I think there is some fluid underneath the skin surface. I suggested that we perform aspiration since that probably would make it feel a little bit better. I described the procedure to her and she was agreeable. The procedure was done right in the exam room. I prepped the skin with betadine and anesthetized with 1% plain lidocaine. I aspirated with an 18 gauge needle and removed 25 ml of serosanguineous fluid. This did relieve some of the tension on the wound. The staples are still in place and there does not appear to be a lot of skin irritation. Since it has been less than a week, I thought that I would like to leave the staples in place. She will see dr. (B)(6) here next week while I am gone and dr. (B)(6) will remove the staples.¿ (B)(6) 2019: (B)(6) hospital. (B)(6), md. Office visit. Subjective: ¿ms. (B)(6) is doing well. She underwent ventral hernia repair with dr. (B)(6) and has been doing very well. She comes in today for staple removal.¿ physical exam: ¿abdomen: soft, appropriately tender, non -distended, incision healing well without any signs of infection or recurrence.¿ assessment and plan: ¿57 year old female s/p [status post] repair of a ventral hernia, doing well. Her staples were removed. She may follow up prn [as needed ].¿ (B)(6) 2021: (B)(6) hospital. (B)(6). Md. Progress note: physical exam: ¿abdomen: further examination today is limited to the abdominal wall. I examined her first in the standing position. There is a definite asymmetry to the abdominal wall with the left side of the abdominal wall in the left lower quadrant protruding with an obvious deformity. I was not able to palpate the hernia defect or reduce any herniated contents while she is standing. I; therefore, had her lie down on the exam table and with a slow gentle manipulation, I was able to reduce the herniated contents 100%. I was then able to feel the fascial defect. There was no question that this patient has a recurrent abdominal wall hernia. Again, it does seem to be to the left of the midline in a somewhat unusual location for a ventral hernia.¿ assessment/plan: ¿recurrent ventral abdominal wall hernia. It has been repaired twice with mesh. We had a lengthy discussion regarding her situation. I told her that most likely I would refer her out to a surgeon who deals with difficult abdominal wall hernias. I will probably send her to see dr. (B)(6) in (B)(6), but I will also give her the option of seeing dr. (B)(6) in (B)(6). In the meantime, we will also order an abdominal wall binder for her to wear while she is active and performing her daily duties at work and also for the remainder of the day while she is in an upright position. I told her she could take the binder off when she lies down at night to go to bed. I will order another CT scan to get an image of the current hernia. We also had a discussion regarding the importance of her stopping smoking and weight loss. I think that getting a successful repair of this hernia will be difficult if she continues to smoke and if she continues to have excess weight to the level that she currently does. The plan; therefore, as is as outlined above. I will order a binder and a CT scan of the abdominal wall. I will see her back in a month or so. We will discuss her CT findings and decide on a further course of action at that time.¿ (B)(6) 2021: (B)(6) hospital. (B)(6), md. CT abdomen and pelvis. Impression: ¿there are no acute abnormalities within the visualized abdomen or pelvis. Marked diverticulosis involving the visualized colon. Left lateral anterior abdominal wall hernia defect containing loops of nondilated bowel which extend into the pannus. Horseshoe kidney.¿ (B)(6) 2021: (B)(6) hospital. (B)(6). Md. Progress note: physical exam: ¿abdomen: the hernia is still present. It is partially reducible. It is nontender.¿ assessment: ¿a 59-year-old woman who has a ventral hernia in the left lower quadrant of her abdomen. This has been repaired twice with mesh and has recurred both times. It is an unusual hernia in that it protrudes through the left rectus muscle. In addition to everything that was listed above, I informed her that I would be having surgery myself in (B)(6) and that I would probably not be back to work until early (B)(6). She said that was fine with her, she could wait that long. She will work on losing some weight and stopping her cigarette smoking in the meantime. Plan: the plan for the moment is as follows: I will see her back in early (B)(6) of 2022. We will then make plans for surgery at that time. If the hernia should become more symptomatic or caused new problems such as a bowel obstruction, then she will be referred to an outside physician if necessary. But for the moment, the plan is to see her back here in the surgery clinic in (B)(6) in early (B)(6) of 2022.¿ (B)(6) 2021: (B)(6) hospital. (B)(6). Md. Operative note. Preoperative diagnosis: screen colonoscopy. Postoperative diagnosis: mild sigmoid diverticulosis. Small benign-appearing polyp at 60 cm. Colon otherwise normal. Procedure: colonoscopy with biopsy and cautery. Anesthesia mac [monitored anesthesia care]. Findings: ¿I did review her CT scan prior to the colonoscopy. It appeared that her colon did not come close to the site of the hernia, but during the procedure I had my assistant hold her hand over the area of the hernia to see if she could detect whether the scope entered the hernia or not. There was no evidence that the scope did this and we did pass the scope easily all the way to the ileocecal valve. The procedure; itself, was basically uneventful. We saw a few diverticula in the sigmoid colon and we also found 1 small polyp at 60 cm, which was biopsied and then cauterized. It did appear that it was destroyed completely ¿ partial explant preoperative complaints: (B)(6) 2022: (B)(6) hospital. (B)(6), md. Office visit. History of present illness: ¿(B)(6) is a 59-year-old woman who has a large recurrent ventral hernia. This is an unusual hernia in that it is coming through the rectus sheath and through the rectus muscle in the left lower abdomen. This hernia has been repaired twice in the past, both times with mesh. The first repair was done by another surgeon who did it laparoscopically and put some mesh in place. The hernia recurred after this operation and I repaired it a second time in (B)(6) of 2019 also with a piece of mesh, which was gore-tex mesh. At some point after this, the hernia recurred again and she now comes in to discuss another possible repair. We had a lengthy discussion regarding the difficulty of her problem. She is a smoker and she is obese with a bmi of 37.7. I instructed her that both of these factors would decrease the chance of a successful repair, particularly with the third attempt. I also suggested that we send her to another surgeon who may specializes in repair of difficult hernias, but she made it clear that she was not interested in going anywhere else and she asked if I would attempt another repair. After a lengthy discussion, I told her I agreed to try to repair it again, but I did caution her that the risk of recurrence is still fairly high. She did have a CT scan of the abdominal wall in (B)(6) of 2021. The CT scan showed a recurrent hernia containing omentum and small bowel. The hernia defect apparently was not measured. Since (B)(6), she says that the hernia has become larger and more symptomatic. She is now no longer able to reduce it and she thinks that it is affecting her bowel function and pressure on the hernia area causes pain. She has never had any severe pain or evidence of complete bowel obstruction. She has had no fever. After discussing all of these things, I told her that I do believe the hernia needs to be repaired since it is getting larger and more symptomatic. I strongly urged her to stop smoking or at least to reduce the amount of smoking. As I said, we also discussed the possibility of sending her to another facility. She said that she would like to stay here and have another attempt at hernia repair with mesh. We will; therefore, get her scheduled to have surgery here in (B)(6). I would like to get another CT scan prior to surgery because the hernia is larger and more symptomatic and I would like to see if it has changed significantly by CT appearance, which will help me plan surgery. Particularly, I would like to know what is contained within the hernia and how large the defect is.¿ physical exam: ¿abdomen: obese and soft. Bowel sounds are present. There is an obvious and fairly large hernia evident in the left lower quadrant. As I said by CT appearance and by previous surgical findings, this hernia appears to protrude through the lower aspect of the left rectus abdominis muscle and through the rectus sheath. The hernia is basically nontender with manipulation. There is perhaps some very mild tenderness. I am not able to completely reduce the hernia today. I am able to partially reduce it.¿ plan: ¿the plan; therefore, is to proceed with a left ventral hernia repair with mesh. This time, we will use a biologic mesh and a fairly large biologic mesh. We have a 12 cm circular mesh, which I think will be suitable. Depending on the findings at surgery, I may also place a piece of prolene mesh superficial to the anterior rectus sheath. We will also check some blood work on the morning of surgery and we will obtain another CT scan prior to surgery.¿ 2022: (B)(6) hospital. (B)(6), fnp. Ed note. Chief complaint: ¿abdominal pain. Hpi [history of present illness]: 59 year old female that presents to the ed for abdominal pain. Pain started thursday night, it has been gradually getting worse. The pain is generalized. She has nausea, no vomiting and liquid stools. She has a large recurrent ventral hernia, that comes though the rectus sheath. She had two pervious repairs that failed. Advised to lose weight and stop smoking. She last saw dr (B)(6) on (B)(6) 2021 he had partially reduced the hernia with only mild tenderness. She was to have a CT(awaiting insurance approval). Scheduled for surgery (B)(6) 2022.¿ review of systems: ¿gastrointestinal: positive for abdominal pain and diarrhea.¿ ¿she was placed in trendelenburg. She was given fentanyl and partiall reduced the large hernia, unable to completely reduce hernia. Spoke with dr. (B)(6). No surgical crew available. Discussed with the patient. She verbalized understanding. Arrangements made to transfer to tmc via ems.¿ (B)(6) 2022: (B)(6) hospital. (B)(6), md. CT abdomen pelvis:¿impression: small bowel obstruction seen involving incarcerated loops of small bowel within the left lower quadrant hernia sac.¿ (B)(6) 2022: (B)(6) hospital. (B)(6), md. Indications: ¿(B)(6) is a 59 yo female who presented to the ed with 3 days of worsening abdominal pain. She has a recurrent left lower ventral hernia that has been increasing in size and causing more pain. She has been having some changes in her stools. On workup, she had CT findings of a small bowel obstruction involving incarcerated loops of small bowel in the left lower abdominal hernia sac. Surgery was discussed with the patient, and she was scheduled for exploratory laparotomy with repair of the hernia sac. Written consent was obtained from the patient prior to going to the operating room.¿ partial explant procedure: exploratory laparotomy, primary repair of hernia. Partial explant date: (B)(6) 2022 (hospitalization dates unknown). (B)(6) 2022: (B)(6) hospital. (B)(6), md. Operative note. Pre and postoperative diagnosis: incarcerated ventral hernia causing small bowel obstruction. Anesthesia: general. Estimated blood loss: 30 ml. Complications: none. Specimens: hernia sac, old metal tacks. Findings: ¿large incarcerated hernia in the left lower abdomen with some old mesh and metal spiral tacks encountered; inflammatory fluid in the hernia sac; small bowel with thickened and inflamed mesentery within hernia sac, small bowel all viable; hernia sac removed; defect repaired primarily.¿ procedure: ¿the patient was taken to the operating room and placed in the supine position on the operating room table. Sequential compression devices were placed on their bilateral lower extremities. General endotracheal anesthesia was initiated, a foley catheter was placed. A nasogastric tube was also placed by anesthesia. The abdomen was prepped and draped in sterile fashion. A time out was performed identifying the correct patient, procedure, positioning and need for antibiotics. A lower midline incision was made, and the subcutaneous tissue was dissected with cautery. The abdomen was entered bluntly. There was some inflammatory fluid upon entrance into the abdomen. The patient had a ventral hernia to the left of midline that contained small bowel. The small bowel was carefully reduced from the hernia sac. The mesentery of the small bowel was thickened and inflamed. The bowel all appeared viable. There was additional inflammatory fluid within the hernia sac. A segment of omentum was densely adhered to the edge of the hernia sac and was divided using cautery. Cautery was used to excise the hernia sac along with old metal spiral tacks from previous surgery. There was a small portion of mesh that was removed along with the hernia sac. The hernia space was irrigated with saline and inspected for hemostasis. A 10 fr [french] flat drain was placed in the space and brought out the left lower abdominal wall. The fascial defect of the hernia was then approximated with a looped 0pds suture. The small bowel was run from the ligament of treitz to the ileocecal valve and appeared viable. The mesentery was again noted to be thickened and inflamed where it had been incarcerated in the hernia sac. The nasogastric tube was confirmed to be in the stomach. The remainder of the abdomen appeared normal. The abdomen was irrigated. The fascia was closed using a looped 0pds suture. The subcutaneous wound was irrigated, and the skin was approximated with staples. The drain was secured in place using a drain stitch. Dressings were placed. The patient tolerated the procedure well and was extubated and taken to recovery in stable condition.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore dualmesh biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore dualmesh biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.